Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04873. It was reported that during a procedure to revise a migrated lead (related MFR report: 3006705815-2019-04811 and 3006705815-2019-04812), the patient had difficulty breathing. As a result, the entire system was explanted.